Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in completing the reset, and instructed the customer to contact them if the malfunction code recurred. After the reset, the malfunction did not reoccur, and the customer was able to continue using the pump.